Manufacturer narrative:
(B)(6). A field service engineer was dispatched to the customer site. The oil mist filter was cleaned to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to power down the unit, evacuate the room and follow their facilities policies and procedures. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction: it was initially reported the oil mist filter was cleaned to resolve the smoke/haze issue. Upon follow-up, it was determined the exhaust filter was cleaned in addition to replacing the catalytic converter, oil mist filter and vacuum pump oil to resolve the smoke/haze issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze issue for the sterrad 100s unit was reviewed for the prior six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the smoke/haze issue is likely the exhaust filter, oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced/tightened these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).